Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Analysis was performed, concluding that it has mechanical damage that could be related to the manipulation of the device during the procedure or excessive force. This was concluded due to the damages observed on the surface; however, this cannot be conclusively determined. The rupture part of the hemostatic valve could have caused the resistance encountered by the customer. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that the ablation catheter would not fit through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller stated the catheter would not advance past the valve. When the sheath was replaced, the issue resolved. Additional information received indicated they were having resistance with the sheath when they were putting the stsf catheter into it. The stsf catheter could not go into the sheath at all ¿ so completely blocked. It could not move through the sheath. However, it was also reported there was no occlusion when irrigating the sheath and no visible damage to the valve. The customer¿s reported issue of resistance while inserting the stsf catheter is not considered to be MDR reportable since interference or friction between devices is a known occurrence and an increased potential for patient injury is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve separation in the star section of the valve. This finding was reviewed and assessed it as an MDR reportable malfunction.